Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected "critical pump error" during normal use. Blood glucose level at the time of the incident was 11.3 mmol/l. The customer reported continued issues with batteries not lasting more than a week. Customer also stated that she once received critical pump error alarm but she managed to clear by changing the battery on the insulin pump. The customer was advised that according to troubleshooting steps, the insulin pump should be replaced on first occurrence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with high sleep current due to corroded electronic assemblies. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or pump error noted during testing. Unit was received with corroded motor home switch, minor scratches on case, faded serial number label, keypad overlay texture damage, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.